Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4)

Event description:
It was reported that balloon rupture occurred. A 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during inflation within the specified pressure, the balloon ruptured. The device was completely removed from the patient. No patient complications nor injuries were reported.